Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Reportedly, the alert cleared and the pump successfully began charging after leaving the pump plugged into the power source. Additionally, it was reported that data points were missing from the continuous glucose monitor graph. Customer reverted to an alternate pump for insulin therapy. There was no adverse impact to customer¿s blood glucose level.